Event description:
The velocity catheter separated with the md attempted to pass the device through the catheter, the catheter was removed intact and was replaced with another of the same without harm to the patient. Manufacturer response for microcatheter, velocity microcatheter (per site reporter). Manufacturer notified.